Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement and the displacement test or verify low battery and unexpected power loss alarms due to blank display. Also, received with corroded battery tube, and moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.

Event description:
The customer reported via phone call that insulin pump had battery issue. The blood glucose at the time of the incident was 99 mg/dl. Customer received a low battery alert prior to the replace battery now alarm. The customer mentioned this is the second occurrence of the alarm without warning. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will be returned for analysis.